Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during an endoscopic ultrasound (eus) - biliary drainage procedure performed on (B)(6) 2022. During the procedure, the physician felt resistance and had difficulty deploying the stent. The stent eventually fully deployed but in an incorrect location and was removed using forceps. The procedure was not completed since there was no good visualization of the bile duct. The patient was re-scheduled for another procedure a week later; however, the physician decided not to implant another stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Initial reporter's phone number: (B)(4). (B)(4).

Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned fully deployed and expanded. Visual examination of the returned device found the inner sheath kinked and one wire of the stent bent. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath kinked, and one wire of the stent bent were likely due to factors encountered during the procedure. It may be that lesion characteristics, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the inner sheath kinked and the wire of the stent bent. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper stent placement is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on october 21, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during an endoscopic ultrasound (eus) - biliary drainage procedure performed on (B)(6) 2022. During the procedure, the physician felt resistance and had difficulty deploying the stent. The stent eventually fully deployed but in an incorrect location and was removed using forceps. The procedure was not completed since there was no good visualization of the bile duct. The patient was re-scheduled for another procedure a week later; however, the physician decided not to implant another stent. There were no patient complications as a result of this event.